Event description:
It was reported to philips that there was no display on the flex monitor during imaging on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service assisted with software reload and identified a pdm supply issue. This report was submitted in agreement with FDA for the retrospective reporting commitment (B)(4).